Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported frayed cables. However for clarification, the product problem was broken pitch cables. Both pitch cables were broken at the distal clevis hub. Both cable segments that contain the crimp were still installed in clevis. Clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si myomectomy procedure, the surgical staff reported seeing frayed cables at the distal end of the pk dissecting forceps instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.